Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after performing a diagnostic left heart catheterization, the physician used an 6f angio-seal vip for hemostasis. When he was deploying the device, the collagen did not fully twist down on the outer wall of the vessel. Instead, some of the collagen was elongated outside of the access site. The excess collagen was trimmed, and manual pressure was held on the site to ensure hemostasis was achieved. There are no patient identifiers available for this case. The patient's condition was stable, and the procedure was a success.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was removed from the hemostasis sheath and the anchor and collagen were found stuck in the hemostatic valve. The deployment sleeve of the device was in the forward lock position. The tamper tube completely released from the tube and was visible as well. The suture still intact, connecting the sheath and carrier tube assembly. The bypass tube was dislodged at the tip of the carrier tube. There was a kink on the sheath. No other visual anomalies were noted with the device. Per the allegation, the exposed collagen was examined under the microscope and no trim or cut marks were identified. Manual tension was applied but was unable to remove the collagen and anchor from the hemostatic valve. No functional testing was performed due to the collagen being exposed and stuck into the hemostatic valve. IFU states: b. Set the anchor: step 3- ''with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt.'' Step 4 - ''to ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve.'' Step 5 - ''maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible.'' The IFU does state, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the collagen and anchor were lodged in the hemostatic valve while attempting to separate the carrier tube assembly from the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.